Event description:
A doctor reported of unhappy patients due to debilitating nighttime glare with synergy intraocular lens (iol). No further information was provided.

Manufacturer narrative:
Date of event: the exact date is unknown, the best estimate is prior to (B)(6) 2022. The lens was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. As the serial number of the device is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer: yes section d9: returned to manufacturer on: jun 21, 2022 section h3: device evaluated by manufacturer: yes device evaluation: the complaint lens was received inside of a specimen cup. Visual inspection under magnification revealed that the lens was received cut in half. The lens was cleaned and, no issues were observed that could contribute to halo's or glare. Based on the return condition of the lens, no further product evaluation could be performed on the lens. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed and no non-conformance report (nc) was found as part of this manufacturing records review. The product was manufactured and released according to specification. The search in the complaint system revealed one additional complaint was received which was voided as it was a duplicate complaint. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issues could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: section h6: as part of an internal review of our mdrs it was identified that the code 4613 provided on the initial MDR report needs to be removed as it was incorrect and should not have been used; instead, the code "2199 - no health consequences or impact" should have been entered in the section h6 - health effect impact code of the initial MDR report. In review, it was also noticed that although the codes "health effect - impact code 4629" and "health effect - clinical code 2227" were mentioned in the section "h10" of the follow-up #1 report; however, they were inadvertently not entered in the section "h6" of that report. Also, section "b2 - required intervention to prevent permanent impairment/damage (devices)" was inadvertently not selected in the follow-up #1 which it should have after new information received indicated that the lens was explanted; therefore, the information has been captured in this supplemental MDR report and the following fields were updated accordingly: section b2: outcomes attributed to adverse event: required intervention to prevent permanent impairment/damage (devices) section h6: health effect impact code: 4629 - device revision or replacement section h6: health effect - clinical code: 2227 - halo all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: additional information received indicated that the doctor explanted two lenses. The lens for this MDR report had serial number (B)(6) with explant/surgery date of (B)(6) 2022 and date of birth of the patient was (B)(6) 1952. Both patients had severe nighttime glare and halo. Both patients had the left eye explanted and are doing well with eyhance now. (This supplemental report is being submitted for the additional information received for the first lens/first patient. A seperate report is submitted for the second patient/other explanted lens.) The following fields were updated based on the new information received: section a2: age: 69 years section a2: date of birth: (B)(6) 1952 section d1: brand name: tecnis iol section d3: manufacturer establishment name: amo puerto rico mfg. Inc. Section d3: manufacturer email address: (B)(6) section d3: manufacturer country: united states of america section d3: manufacturer address: road 402 north, anasco ind. Pk, anasco, puerto rico 00610 section d4: model number: dfw150 section d4: catalog number: dfw150u185 section d4: serial number: (B)(6). Section d4: expiration date: sep 7, 2024 section d4: unique identifier (UDI) number: (B)(4). Section d6a: if implanted, give date: (B)(6) 2021 section d6b: if explanted, give date: (B)(6) 2022 section h3 - other (81): the device has not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: sep 7, 2021 section h6: health effect - impact code: 4629 section h6: health effect - clinical code: 2227 all pertinent information available to johnson & johnson surgical vision, inc., has been submitted.